Event description:
It is reported that a customer was unsuccessful in uploading their insulin pump. The patient's blood glucose level was 120 mg/dl at the time of the call. The customer was assisted with creating a new carelink homepage and attempt to upload. The customer was informed that the pump needed to be replaced. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump unable to download to the care link software due to a47 alarms. A47 alarms due to corrupted history files. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.